Event description:
Medical affairs rep was unable to get in contact with pt. Sending pt a letter. Pt called to report that they had to seek medical care due to the meter not working. They stated that they were given an oral pill at the time of their visit. Per notes, pt also mentioned that everytime they replace a new battery in meter, meter causes a hole on the battery. Customer was not able to provide further info.